Event description:
It was reported by the customer that a pyxis anesthesia system stations were stuck on blue screen during electrophysiology study ablation cardiac procedure. The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that stations stuck on blue screen due to software issue. A technical support specialist upgraded remote support service then the station now booted and application being launched. The system functioned as intended after troubleshooting.